Event description:
The salute device was being used in a demonstration with non-sterile disposable cartridges. It's intended use is for fixation of prosthetic material. The device was deploying straight wire instead of the "q" shaped coil that is required. Upon return to onux, the device was visually inspected. The section of the tip that creates that "q" coil was sheared off.